Event description:
It was reported that the device shows the eos status. The ICD replacement is planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device received for analysis. Explant date is currently unknown.